Event description:
A customer contacted global technical service (gts) regarding a supply issue during use on the homechoice (hc). The home patient (hp) stated there was debris in the cassette tubing. The home choice (hc) was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for particulate matter in a cassette was not confirmed and the root cause could not be determined.